Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('ovarian cyst, right, recurrent') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included complication of device insertion with mirena. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroid"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy ¿ right). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ovarian cyst, dyspareunia, menorrhagia, abdominal pain, vaginal haemorrhage, vaginal discharge, uterine leiomyoma and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: it was reported that on (B)(6) 2013, (as written in ppf, discrepancy noted). She received treatment for pelvic/abdomina, hair loss, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful hsg placement - bilateral occlusion. Pathology test - on (B)(6) 2019: gross description: "uterus, cervix, bilateral fallopian tubes, pt with essure sterilization confirmed essure coils in place". It consists of a 122.6 g intact hysterectomy specimen composed of a uterus (6.1 cm from left to right by 6.0 cm from superior to inferior by 4.5 cm from anterior to posterior), cervix (3.0 cm in length by 3.4 cm in diameter), right fimbriated fallopian tube (6.1 cm in length by 0.6 cm in diameter), and left fimbriated fallopian tube (6.7 cm in length by 0.5 cm in diameter). A coiled metal sterilization device identified in each fallopian tube. A 0.4 cm in greatest dimension paratubal cyst is identified adjacent to the left fallopian tube. Ultrasound pelvis - in (B)(6) 2018: two <2cm submucosal fibroids and a 4.7cm right ovarian cyst within septations; on (B)(6) 2019: right ovarian cyst 4.7 cm greatest dimension with slight decrease in size compared previous study; 2 small submucosal uterine leiomyoma, stable. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, ovarian cyst, vaginal discharge, menorrhagia and vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet received. Following events¿ abnormal bleeding (vaginal), ovarian cyst, fibroid, dyspareunia, and vaginal discharge¿ were added. This case is medically confirmed. Reporter, demographics were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral))). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, menorrhagia and pelvic pain to be related to essure. The reporter commented: it was reported that on (B)(6) 2013, (as written in ppf, discrepancy noted). She received treatment for pelvic/abdomina, hair loss, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter and patient demographics and laboratory data were added. Updated suspect drug indication. On (B)(6) 2013, she implanted essure (previously reported as 2015). On (B)(6) 2019, she explanted essure. Injury event was replaced with pelvic/abdomina, hair loss, menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.